Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient was hospitalized numerous times due to a malfunctioning pump. Several unsuccessful attempts to contact the patient were made. Troubleshooting could not be completed. This complaint is being reported because a device issue or use error could not be ruled out as a cause or contributor to the reported health events.